Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date.visual/microscopic inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose, and the two-way stop cock was not returned. The outer catheter was broken approximately 56mm from the strain relief and stretching was noted around the break. The stent graft was partially deployed and protruded approximately 13mm from the tip of the outer catheter. Under magnification, bent struts were identified in the undeployed portion of the stent graft and deployed portion of stent graft. No other visual or microscopic anomalies were identified to the stent graft. Functional/performance evaluation: the delivery system was returned with the outer catheter broken; therefore, functional testing could not be performed.medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review:images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer catheter break is also confirmed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent graft could not be deployed during placement in a brachial basilic graft. Another stent graft was used to complete the procedure. There was no reported patient injury.